Manufacturer narrative:
The reported event was not confirmed. The device was detected in bvvi reset after receiving in the laboratory. The device reset was due to an anomalous integrated circuit component and the cause of the failure was not determined. The device was not tested in the laboratory since it was unable to download the fw to the device.

Event description:
It was reported that the device exhibited no sensing, no pacing and high pacing lead impedance during a normal device implant procedure. The device was exchanged and normal electrical measurements were observed. The patient tolerated the procedure well and will be followed normally.